Manufacturer narrative:
Lumenis investigated the reported event by contacting FDA directly to obtain additional patient information, subject device serial number and/or end user facility information, which was not available and not provided. Due to the information provided and/or lack thereof, a serious injury cannot be confirmed but lumenis is reporting the event as an abundance of caution. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
A patient reported on a voluntary medwatch (mw5078838) who complained about pain following treatment with a lumenis femtouch handpiece via acupulse laser for her symptoms of vaginal atrophy post-menopause. Additionally, the patient stated there was no improvement from the treatment and believes her symptoms have gotten worse.